Event description:
It was reported that there was air in the patient line, during the initial drain of peritoneal dialysis therapy; the home patient (hp) was connected. Troubleshooting determined the cause was due to an open clamp on an unused supply line. The technical service representative reviewed proper procedures with the home patient and assisted the home patient in ending the therapy. The home patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis (pd) therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.